Event description:
Was using the amo complete moisture plus and had an adverse reaction to solution. Wore contacts for about 4 hours, when eyes started to sting and turned very red. Took contacts out and still felt very uncomfortable. Would wake up the next morning and I would have yellow gunk coming out of eyes. Thought contacts were to blame so changed contacts. After about the 3rd time this happened I stopped wearing contacts. Dates of use 2006 - 2007. Diagnosis: contact solution. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.